Manufacturer narrative:
Evaluation: results: (endoleak). (Anterior angulated aortic neck and moderate calcification). Evaluation: conclusion: (anterior angulated aortic neck and moderate calcification).

Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as anterior angulated aortic neck and moderate calcification. It was reported upon final angiogram there was a proximal type I endoleak (MFR report # 2953200-2009-00096). The physician elected to place an aortic cuff, however the endoleak did not resolve (MFR report# 2953200-2009-00097). The physician placed a palmaz stent and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.